Event description:
Carestart covid-19 rapid antigen by access-bio use for covid-19 under emergency use authorization (eua): a student came for testing after having a febrile illness, tested positive (B)(6) 2022 on the carestart rapid antigen test. Took two pcr tests one at curative and one at uw medicine both of which were negative. Took three more rapid antigen tests (B)(6) 2022 using carestart all of which detected covid antigen. Mom tested student using several ihealth rapid tests (on the (B)(6)) all of which were negative. We suspect that the carestart is reacting to some other virus as two separate pcr tests did not detect covid-19. FDA safety report ID# (B)(4).